Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 28 mm amplatzer atrial septal occluder was chosen for procedure on (B)(6) 2022. During procedure, in an attempt to deploy the device, the left atrial disc presented in a cobra head deformation. The device was not released from the cable and was removed and exchanged for a new device. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.